Event description:
The customer tested his blood glucose using his contour meter and received a reading of 176mg/dl. He retested using another meter and received a reading of 77mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer ended the call and did not provide strip information. Meter information was given. No product will be returned ro replaced.